Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother stated that the customer has experienced high blood glucose levels for the past two weeks. The customer was taken to the emergency room last night, but she was not admitted. The customer had a headache, ketones, diarrhea, ringing in the ears and was weak. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the mother didn't have the tubing clamp for the high pressure test. Nothing further was reported.